Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven bursts of inappropriate anti-tachycardia pacing (atp) and four electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven bursts of inappropriate anti-tachycardia pacing (atp) and four electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating high out of range shock impedance.